Manufacturer narrative:
Event 2: (B)(4). Received used samples for catheter, connector and filter, 1 each. Visual inspection: 1. We observed a knot near the marking point on the catheter sample the connector sample was closed 2. Catheter visual inspection the catheter was tied in a knot 950mm from the connecting end no additional abnormalities were observed 3. Connector visual inspection no abnormalities were observed dimension check: catheter length test company specifications: 1002.5 ~ 1017.5mm catheter sample dimension: 1017mm (unused: 1008mm) sample met company specifications catheter outer diameter (end of catheter) company specifications: 0.80mm ~ 0.88mm catheter sample dimension: 0.8377mm sample met company specifications functional test: tensile strength test company specifications: above 5.5n (perifix cath.con. 2.0 g20-g24 yellow) catheter sample test results: 9.0n sample met company specifications others: connection test upon inserting the catheter sample into the connector sample we were able to verify that the catheter went in without resistance up to the marking point as designed. We were able to securely close the connector as designed. Conclusion: this claim is not confirmed the product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 2: as reported by the user facility ((B)(4). The catheter came off from the connector after it was placed to the patient.